Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis (processed during the extraction of 46), mobility. In spite of a 3 month wait to obtain a good bone densification, primary stability could not be obtained with an implant of adequate diameter (5mm) for a 46.